Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Photo provided showing lens being handled with a tweezers. Lens haptics appears to be bent/deformed. The complainant indicates the use of non-company 2% as a viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens had the visual axis damaged by the injector and the haptic was broken during handling. The lens was replaced with another lens. There was no patient harm/symptom. The patient did not require medical intervention or hospitalization. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of iol damaged by injector and haptic broken; therefore, the condition of the product could not be verified. A photo of the iol is attached to the parent file and has been reviewed by the investigation site. One of the haptics appears to be in the wrong location, however details cannot be determined from the photo. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).